Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A ds2adv auto CPAP device was returned to a third-party service center and the product investigation laboratory (pil), with the end user alleging that the device fell off the nightstand and would not turn on. During the evaluation of the device at the third-party service center, the device was visually inspected and found internal damage in pcba due to it is burned. Upon further investigation, pil observed that the ui display bezel and the ui ribbon cable had burn marks and likely caused by a thermal event on the pca. An unknown sticky substance was found on the heater plate. That appeared to be a white, string like material was observed attached to the ui display bezel screw. A dust like contaminant and that appeared to be dried liquid spots with potential mineral deposits were observed on the top enclosure, center enclosure, iso port, pca, blower, blower box, heater plate, heater plate spring, and bottom enclosure. A dust like contaminant was also observed on the ui display bezel, inlet/outlet seal, inside the inlet of the blower box, and on the blower seal. Hairlike particles were observed on the ui display bezel, top enclosure, inside the inlet of the blower box, on the blower seal, heater plate, and bottom enclosure. The q3 component of the pca was found to have thermal damage, and corrosion was observed on the pca, both likely due to liquid ingress. The issue of liquid ingress to the pca has been previously investigated, as documented in CAPA 3376332. Pil was able to confirm that the device would not provide therapy. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.